Event description:
It was reported that the right ventricular (rv) lead was found to have high pacing thresholds. The pacing output was reprogrammed to a higher voltage. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-45 lead, (B)(6) 2012.